Event description:
Reporter indicated that the pt was to undergo surgery to replace their generator as the device was at end of service. While in surgery, diagnostics with the new generator registered high impedance. A generator diagnostics test was run which was normal. The surgeon decided to also replace the lead. Once the lead was replaced, the high impedance was resolved. The lead was returned to the manufacturer for analysis. Analysis found that a lead fractured in the body of the lead. Localized pitting of the metal in the lead was found as well as evidence of a mechanical stress induced fracture.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.